Manufacturer narrative:
Additional infomation: d4, d10 investigation samples received: (B)(4) unopened race packs and (B)(4) empty race pack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples and one open and empty sample (suture is not available). We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.27 kgf in average and 0.226 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle detaches from the thread. The reporter indicated the vascular surgery department stated upon withdraw of the needle from the sterile package, the personal noticed that the needle is not connected to the suture thread. Per the reporter, this was observed in only this sterile pack. The remaining ones used afterwards were fine. The package and suture are available and will be returned. The event occurred. Prior to use on a patient.